Event description:
It was reported that approximately one month post ivc filter implantation during the scheduled filter retrieval, the filter was noted to have migrated caudally and was tilted. A filter limb also appeared to extend beyond the ivc wall. The attempt to remove the filter was unsuccessful; however, the filter was successfully removed without incident two weeks later. There was no report of patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.